Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Dealer alleges the chair suddenly stopped during driving. The cable was around the motor, and had been cut.